Event description:
Additional information reported that prolongation of the existing hospitalization was required for the previously reported paraplegia. Medication was required for the previously reported acute respiratory distress syndrome. In addition, the patient had renal failure and received treatment. The patient was placed on temporary hemodialysis and the renal failure resolved six days later. The investigator assessed the renal failure to be not related to the study device, but related to the study procedure. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4).

Event description:
A valiant stent graft system was implanted emergently in zone 3 in a patient for the endovascular treatment of a 60 mm length thoracic aortic type b dissection. The proximal neck was 39 mm in diameter and 60 mm in length. The distal neck was 16 mm in diameter and 30 mm in length. The patient presented with back/chest pain and was in hypovolemic shock. The patient had visible re-entry tears visible and a patent false lumen that extended to the abdominal aorta. It was reported that a CT with contrast showed the false lumen was partially thrombosed and there was continuing false lumen perfusion. The source of the perfusion was due to abdominal retrograde flow. It was also reported that the patient had neurologic complications (paraplegia) that required intervention. The investigator assessed this as not device related and as procedure related. The patient had an intervention (post-operative medullary ischemia requiring functional reeducation), the event is unresolved. The patient also had an acute respiratory distress syndrome. The investigator assessed this as not device related and as procedure related. The patient had surgical pleural drainage. The event resolved. No additional clinical sequelae were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received as follows: the patient experienced post-operative medullary ischemia. The patient was given functional reeducation and the event is continuing and not resolved to date. The investigator assessed the event to be related to the procedure and not related to the device. No additional clinical sequelae were reported.

Manufacturer narrative:
Review of CT¿s 3-days post-implant revealed that multiple valiant stent grafts were implanted in the patient. The stent grafts were positioned in the thoracic beginning just distal to the lsa, crossing over the arch, and extending into the descending thoracic aorta distally to just proximal to the celiac artery. The stent grafts were patent. The proximal stent graft od measured ~38mm and was 38mm in diameter near the base of the arch. Within the descending thoracic approximately 7cm from the distal end of the devices, the stent graft od abruptly narrowed from ~33mm to 27mm as it angulated to the left. Near the start of this narrowing/angulation and continuing distally, contrast is seen outside the stent graft likely due to reperfusion of the false lumen. Distal to the stent graft the dissection was seen continuing down to the mid-level of the abdominal aorta. The false lumen was perfusing the celiac, and both the true and false lumen were perfusing the dissected sma. The true lumen was perfusing the right iliac artery and the false lumen was perfusing the left renal. At the proximal end of the non-dissected abdominal aorta the diameter was 25mm and calcified. The iliac arteries were moderately tortuous and calcified. No other issues were observed. The exact cause of the false lumen perfusion could not be determined from the images provided. The films pre-implant and during implant were not available for return, and the amount of initial stent graft dissection coverage is unknown. It is unclear if implanting the stent graft may have contributed to this event. The cause of the reported neurologic complications and acute respiratory distress syndrome also could not be determined from the films, and may have been procedure related.